Event description:
Biomed reported overinfusion of protonix around 9 am, stating infusion should have lasted 5 hours, but bag was found empty in 15 mins. No programming parameters were provided. No pt harm or medical intervention was reported. Details about pt were requested but not provided. Review of facility data set and pcu event log showed the following beginning in 2008, several infusions were programmed by selecting pantoprozole IV (40mg/100 ml and changing the default settings for this drug (rate 400ml/hr, vtbi 100 ml) to a rate of 20 ml/hr (a 5 hour infusion). The next day, at 9:14 am, the system was powered on and pantoprozole IV (40mg/100 ml) was selected. The default parameters (rate 400 ml/hr, vtbi 100ml) were used and the infusion was started. At 9:30 am, it alarmed infusion complete after delivering the 100 ml. The customer's report of a bag emptying in 15 mins was confirmed. The incident occurred when the drug pantoprozole IV (40mg/100 ml) was selected and started using the default parameters configured for this drug. This default configuration results in an infusion duration of 15 mins as designed.

Manufacturer narrative:
Pt info requested and all available info is included.